Manufacturer narrative:
Reporter phone number: (B)(6). B3: date of event is estimated.

Event description:
It was reported that patient experienced ineffective therapy. System diagnostics recorded high impedances. Attempts to reprogram were unsuccessful. Surgical intervention may take place to address the issue.

Manufacturer narrative:
It was reported to abbott a patient had high impedances on their lamitrode paddle lead. Reprogramming was unable to restore effective therapy. A lead revision is planned but has not been scheduled. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.